Event description:
On (B)(6) 2012, pt's nurse assistant reported the check button and menu button on the infusion device are both not working. Nurse assistant stated, the buttons are not responsive because, the plastic button is no longer there. Nurse assistant reported, she pressed down on the button and nothing happened. She stated that you would have to get something pointed to push the button. Nurse assistant reported stop was on the screen and the key lock was not on. Pt is currently on her backup infusion device. On follow up call on (B)(6) 2012, nurse assistant reported, pt was in the office for a routine visit and brought the infusion device into her because, the menu and check buttons were not working. Nurse assistant stated, pt also brought his backup infusion device to be set and then he returned to pick it up after she programmed it. Pt reported, the infusion device had been dropped but not within the past 48 hours. Pt stated, there was some damage to the face of the infusion device. Pt reported, the issue occurred a week prior to him calling. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery and battery cover for evaluation.